Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: a complete set of intraprocedural fluoroscopic cine images were reviewed. The absence of the patient's executive summary limited the ability to conduct a comprehensive anatomical assessment. Fluoroscopic valve load inspection was performed and confirmed appropriate valve loading. There was no evidence that a pre-implant balloon aortic valvuloplasty was performed prior to valve implantation. The valve was subsequently deployed, and prior to final release, implantation depth was assessed and measured at approximately 3 mm at the non-coronary cusp in the cusp overlap view and approximately 6 mm at the left coronary cusp in the left anterior oblique (lao) view. It was reported that a post-implant balloon dilatation was performed for suspected moderate paravalvular leak. During mid-balloon inflation, the valve was observed to visibly dislodge in the aortic direction. A subsequent angiogram demonstrated that the dislodged valve was positioned at the level of the sinotubular junction. A second valve was prepared, and fluoroscopic inspection confirmed appropriate valve loading. During implantation of the second valve, evidence of snare utilization was observed; however, the initially dislodged valve was not repositioned prior to deployment of the second valve. This suggests that the snare was used to stabilize the dislodged valve during implantation of the second valve. The second valve was implanted at a greater depth. There is evidence of two separate post-implant balloon dilatations: one performed at the level of the waist of the second valve and another at the level of the waist of the previously dislodged valve. The rationale for performing post-implant dilatations at the waist level is not fully understood, as post-implant balloon dilatation is typically performed at the level of the aortic annulus to ensure adequate valve expansion and an effective annular seal. Final angiography demonstrated possible trace aortic regurgitation/paravalvular leak, with preserved patency of the coronary arteries. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the severity of the pvl following implant of the valve was moderate. The deployment starting point was at the bottom of the pigtail catheter and the valve dislodged aortic. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 mm and the implant depth on the left coronary cusp (lcc) was 4 mm. After valve dislodgement, the valve was safely positioned with a snare for correct coronary perfusion and correct crossing of the second valve. The second valve was positioned approximately 5 mm below the ncc and 6-7 mm below the lcc. Additionally, a non-medtronic guidewire was used during the procedure.

Manufacturer narrative:
Update data: b5, h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the vale implant, while crossing the valve plane to implant the second valve the patient experienced hypotension. Upon release of the second valve, the valve appeared constrained at the point of contact with the first valve. The patient's blood pressure remained unstable and a valvuloplasty was performed in the area of contact between the two prosthetic valves in an attempt to restore blood pressure. Following the valvuloplasty, the patient's blood pressure returned to normal levels.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {non-medtronic non-compliant balloon}; product lot/serial number {unknown}; product type: {balloon aortic valvuloplasty}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the transcatheter aortic valve implantation procedure, the valve was successfully released during the first deployment. In cusp overlap view, the valve appeared constrained and was associated with paravalvular leak, prompting post-dilatation with a 23mm non-compliant balloon. During post-dilatation, the balloon migrated into the aorta, dragging the valve with it and resulting in valve dislodgement. The dislodged valve was secured with a snare, and a second valve was implanted. The patient was hemodynamically stable at the end of the procedure.